Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a received a no delivery alarm. Customer reported that infusion set was leaking, and when infusion set was removed, it was noticed that cannula was bent. After this issue is when customer received no delivery alarm. Customer's blood glucose was 404 mg/dl. During troubleshooting, customer disconnected and reconnected infusion set and reservoir and pushed insulin with plunger; insulin did exit. Customer was advised that insulin pump was working as designed. Customer declined high blood glucose troubleshooting.